Manufacturer narrative:
(B)(4) device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-01685. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device and delivery system (wds) were used. When the physician was preparing to deploy the closure device, a thrombus was noticed on the outside of the was inside the laa. They tried to aspirate and pull the clot into the was. When they were aspirating, they removed the was and wds out of the heart to prevent further damage. They administered 30,000 units of heparin to the patient. Initially, they were able to visualize the thrombus on the transesophageal echocardiogram (tee), but after they aspirated, they could not see it anymore. The patient then went through a stroke protocol to make sure he did not suffer a stroke. He had a computerized axial tomography (CT) scan performed which showed no clot in his brain. The laa closure procedure was not completed due to this event, but there were no patient complications and the patient is fine.